Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, at below rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 8-40/135 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.